Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results predicted from four different patient samples using vitros tropi es reagent processed on a vitros eciq immunodiagnostic system. Patient 1: 0.144 ng/ml vs. <0.012 ng/ml, patient 2: 0.180 ng/ml vs. <0.012 ng/ml, patient 3: 0.075 ng/ml vs. <0.012 ng/ml, patient 4: 0.097 ng/ml vs. <0.012 ng/ml; patient 5: 0.145 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es results were not reported from the laboratory, as the customer processed all samples with a tropi es assay request in duplicate, and the replicate results were not reproducible. There was no allegation of patient harm resulting from the action taken. This report is number two of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results were predicted from five different patient samples processed on a vitros eciq immunodiagnostic system. A definitive root cause for the event could not be determined. There was no evidence to suggest that an instrument related issue contributed to the event. A reagent issue cannot be ruled out, as the historical quality control performance was not sufficient to rule out an unknown reagent issue as a contributing factor. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive root cause for the event is unknown.